Manufacturer narrative:
The approximate age of the device was 87 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on 16 january 2019. It was reported that the patient was expired. A cause of death was not reported. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined through this evaluation. It was reported through the patient outcome that the patient was expired on (B)(6) 2019 and the device would not be returned. Additional information was requested, but was not provided. The device reportedly operated as expected. Device history records (documents (B)(4)) were reviewed and showed no deviation from manufacturing or qa specifications. The manufacturer is closing the file on this event.